Event description:
It was reported that a customer experienced occlusion alarms. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer to perform several troubleshooting steps, including disconnecting tubing, tightening connections, and delivering boluses to address the issue, eventually resolving the occlusions. The customer was advised to replace supplies as necessary and resume insulin delivery.